Manufacturer narrative:
Investigation summary: ppae/ hypotension: the cause of the injury was not determined due to insufficient clinical details. Ppae/fever: in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1958866. Device history batch: subcomponent no: n/a. Device history review: this pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported that the patient was hypotensive, requiring increased pressor support. Fevers with unknown etiology were also reported. The patient eventually expired.